Event description:
Boston scientific received information that a red alert was detected by the latitude system from this implantable cardioverter defibrillator (ICD) due to a high shock lead impedance measurement, exhibited by this implantable defibrillation lead. It was noted that the patient has a single coil right ventricular (rv) lead implanted, and a review of the latitude website, revealed that the shock impedances have been 68 to 80 ohms for the past several weeks. To date, there have been no reported adverse patient effects associated with this clinical observation. A boston scientific technical services (ts) consultant discussed with the clinician that they should test the lead vigorously the next time the patient is in the clinic. The local area sales representative was contacted several times for additional information, but was unable to provide additional detail. Additional information was provided that the device was explanted approximately 5 years later due to normal battery depletion and was returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.